Event description:
It was reported that during a surgical procedure at the user facility, the battery was low and the device lost pressure and wouldn't inflate. There was no adverse consequences, medical intervention and no clinically significant delay.

Event description:
It was reported that during a surgical procedure at the user facility the battery was low and the device lost pressure and wouldn't inflate. There was no adverse consequences, medical intervention and no clinically significant delay.